Event description:
The customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. The cause was related to an unexpected reset that occurred in the middle of the night. The customer was asleep at the time of the high bg, and they did not realize it so they did not address bg. This event did not cause an injury. Reportedly, the customer replaced the cartridge and continued insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.